Manufacturer narrative:
Therapy date were both on an unspecified dating during (B)(6) of 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was broken during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed as well as functional testing, which included leak testing, clear passage testing, and clamp function testing. During visual inspection, a cracked main body of the device was identified. The reported issue of damaged was verified. The cause of the reported issue was the cracked main body. The cause of the cracked main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.